Event description:
As stated by the customer (B)(6) 2012: while the washing of the patient the spondin of the concerto is unhooked and the patient fell on the operator; the patient is in perfect condition but the operator fell down crashing the back on the floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital (B)(4), #9611530. Additional information will be provided upon conclusion of the manufacturer's investigation.